Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Cause was not known. A correction bolus as well as a manual dose injection were given to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.